Event description:
During on-site service, the service technician found that the flogard infusion pump had a damaged safety clamp. No additional information is available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review, visual inspection, power on self-test and battery test were performed. The visual inspection identified that the pump's safety clamp was damaged. The cause of the damaged safety clamp is unknown. To correct the condition, the safety clamp was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.